Event description:
It was reported in a literature publication that 540 patients were treated with xlif and bmp. One patient developed postoperative lower extremity motor evaluation was without deficit. By six weeks postoperative the patient developed right side quadriceps weakening. By three months postoperative, the patient was wheelchair bound, with no right quadriceps function (1/5 strength), confirmed by emg. By 5 years postoperative, the complete deficit remains. Resulting diagnosis: right femoral nerve injury caused by chemical neuritis during rhbmp-2 inflammatory phase.

Manufacturer narrative:
Literature article citation: smith et al. Complications with rhbmp-2 in lateral approach spine surgery. Proceedings of the nass 27th annual meeting / the spine journal (12 (2012) 91s-92s). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.